Event description:
Per the customer, the device was giving inaccurate values. This included the device showing 1200 ebl when there was not 1200 of fluid in the device. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.